Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxplus¿ pressure rated extension set with needleless connector would not flush due to blockage during use. This occurred with 2 connectors. The following information was provided by the initial reporter: "we are still getting maxplus pressure rated extension sets # mp5301 that do not flush."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-feb-2023. H6: investigation summary: two samples (model #mp5301-c) were returned by the customer. It was reported by customer that "maxplus pressure rated extension sets # mp5301 that do not flush." The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a 10ml bd syringe, and attempted to be flushed with water. One sample was able to be flushed. The failure was unable to be replicated in the sample. One sample was unable to be flushed. The customer complaint can be verified in this sample. This sample was further examined under magnification where an occlusion can be observed near the connection of the maxplus and the tubing. A quality notification was sent to the manufacturer. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model mp5301-c lot number 22069274 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd maxplus¿ pressure rated extension set with needleless connector would not flush due to blockage during use. This occurred with 2 connectors. The following information was provided by the initial reporter: "we are still getting maxplus pressure rated extension sets # mp5301 that do not flush."